Event description:
It was reported that unspecified quantity of one-link non-dehp standard bore catheter extension sets could not draw blood. The event occurred during blood draws. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the dates of the events are unknown. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4, g3. Correction to g3 date: the aware date of this event was 04/24/2024 (previously reported as 04/16/2024). H11: should additional relevant information become available, a supplemental report will be submitted.